Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to emergency department reporting chest pains due to discharge of defibrillator. Patient was assessed to have ventricular fibrillation (vf) episode; no evidence of device malfunction. Hospitalization and oral medication were needed to resolve the issue. Remains in service. No additional adverse patient effects were reported.